Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "due to wear, the skirt cracked off of the trial during trial reduction. Trial reduction was completed before the trial broke. No replacement device needed. No adverse consequence to the pt. Surgery was completed successfully. Total right hip replacement performed."